Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, a patient was ordered for multi-component medication. The component listed on the pyxis machine was just the sodium chloride bag and the additive component only showed up when it was clicked on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multi-component orders were placed, but only the sodium chloride bag was listed. A technical support specialist (tss) shared the procedure for ordering medication components in the formulary. They mentioned that this might have been an order type issue. This may have been caused by switching from meditech's order type "premix" to the order type "ivpb," which transmitted incorrectly to the pyxis. The tss informed the customer that the settings for multi-component orders were part of a separate system and did not integrate with meditech or any other applications. The tss mentioned that customer was working with bd team to understand why meditech was not communicating properly with the es server. The tss waited for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, a patient was ordered for multi-component medication. The component listed on the pyxis machine was just the sodium chloride bag and the additive component only showed up when it was clicked on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.